Event description:
It was reported that a large volume infusor over infused. The device was filled with the correct amount of 5fu, but the d5w was under filled. The device was connected to the patient. The infusor delivered the infusion over a 24 hour period instead of the expected 46 hour period. The patient¿s white blood cell count dropped and required filgrastim support. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: may 8, 2013 - may 9, 2013. The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.